Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The target lesion was located in the left anterior descending artery. The 2.25x28mm promus element coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was not completed as the appropriate size stent was not available. The patient will be rescheduled. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent had moved on the delivery device and was damaged.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device identified the stent had moved forward distally by 12mm. The struts on the proximal end of the stent were pushed in towards the center of the stent and were bunched up. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped in the correct location. No issues were noted with the profile of the balloon that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).